Event description:
It was reported that the right ventricular (rv) lead had elevated threshold. Therefore, the rv lead was reprogrammed and remains inuse. It was noted that the patient is part of the system longevity study (sls.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead (B)(6) 2012. (B)(4).